Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call battery out limit alarm. Customer's blood glucose level was 190 mg/dl. Troubleshooting for the battery out limit alarm was performed. Customer advised that the bars on the insulin pump keep jumping around and the battery does not last more than 3 days. Customer was advised their device may have a loose battery cap. A replacement battery cap will be sent out so troubleshooting can be completed. Customer declined to troubleshoot for the weak battery alarm. Customer's alarm history shows battery out limit, bad battery, weak battery and no delivery alarms. Customer called back and stated that they received a new battery cap and that it did not resolve the battery issues. Customer continues to receive weak battery alarm and failed battery test alarm. Customer was advised that a replacement insulin pump would be sent out to the customer. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with corroded battery tube however, powered up properly after battery installation, no failed battery test, battery out limit and weak battery alarms noted. The operating currents are within specifications. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No unexpected no delivery alarms noted. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.